Event description:
As reported by the user facility: reports overinfusion. On (B)(6) 2011 infusion to begin at 1730. Nurse set pump 18 mls/hr for 24 hrs, volume to be infused 500ml. At 0600 (B)(6) 2011, bag and had 213 remaining. At 0740 (B)(6) 2011, bag was empty. Drug being infused is unknown, customer did not save tubing or bag, reports no patient injury. Nurse took pump out of service and returned it to biomed.

Manufacturer narrative:
(B)(4). B braun medical, inc (the importer) is submitting this report on behalf of b. Braun (B)(4) (the manufacturer). This report has been identified as b braun (B)(4). Device evaluation results: the volumetric accuracy was tested three times at a rate of 18ml/hr and a volume to be delivered at 252.1 ml. In all three instances, the pump was operating within specification and delivered the required volume at the target rate. A review of the pump log shows the door opened at end of infusion and no other infusions taking place. Based on this series of testing, the reported failure mode could not be confirmed. Visual examination of the pump revealed a cracked metal front sheet, but this was considered to be only cosmetic in nature and could not have contributed to the reported issue. No other physical damage was identified to the pump hardware which could have potentially contributed to the reported event. Based on the results of the pump inspection, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.